Event description:
An optometrist reported a patient with dry eye at nine month lasik post-operative visit. Reporter indicated "inserted temp plugs inferior palpebrae both eyes." At visit patient complained of "eyes get so dry which affects vision. Artificial tears help when first put in." Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).